Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the broken l-lock tab found during returned device analysis. It was reported that during preparation of the second ntr clip delivery system (cds 80713u122), the clip would not open after first final arm angle (faa) test. Troubleshooting was performed; however, resistance was noted while turning the arm positioner and the delivery catheter (dc) shaft was bending. The cds was not used in the anatomy and a new cds was prepared for use. During preparation of the next cds (80713u124), the clip also did not open after the first faa test. Troubleshooting was performed. Resistance was again noted turning the arm positioner and the dc was bending. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis of both cds found that the l-lock tabs were broken. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and all available information was investigated. The returned device analysis indicated that the l-lock tabs were broken. The reported mechanical jam appears to be due to the observed broken l-lock tabs. However, a definitive cause for the observed broken l-lock tabs could not be determined. A definitive cause for the reported physical resistance could not be determined in this incident; however, the reported bending of delivery catheter (dc) shaft was likely a cascading effect of the procedural circumstances/troubleshooting process of the device during use. The returned device analysis indicated that the l slider was unstable. Manufacturing is not ruled out and will be further evaluated. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.